Event description:
During surgery the tube fell apart. The surgery was delayed for approx 3 hours while the surgeon worked to remove the broken pieces. After the delay the surgery proceeded without further incident and there was no report of negative implant to the pt.